Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that multiple orders are not crossing due to software issue. A technical support specialist confirmed with the customer that the issue pertains to the hospital interface. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that a pyxis medstation es system multiple orders are not crossing for 1 patient, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this event.